Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The sample was visually inspected and found to be non-conforming with the needle slightly bent and white foreign material on the port face and needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration, with no noise observed, and was non-conforming for cut. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had any noise. The evaluation did confirm that the probe had a cut failure. The cause of the cut failure are the gouges observed at the cutting edge of the inner cutter. How and when the cutting edge became gouged cannot be determine and a root cause cannot be determined from the evaluation performed. The evaluation indicated that the sample had a bent needle, however the actuation function of the sample was conforming; therefore, the bent needle is unrelated to the reported event and the observed cut failure. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported noise was not confirmed, and the exact root cause of the cut failure and bent needle could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the inconsistent cutting and consistent rattling of the vitrector during the vitrectomy and retinal surgery. The surgeon removed the vitrector from the eye. The surgery was completed after it was replaced with a new one. There was no patient harm.